Manufacturer narrative:
Our field service engineer consulted the customer by phone and the reported issue related to open safety valve was solved. The logs were not provided, therefore it was not possible to confirm the reported clinical alarms. The breathing safety valve test during pre-use check designed as below: checks that the safety valves opening pressure is approx. 117 cmh2o and calibrates the valve if required. The test can be repeated up to five times to achieve a passed result: acceptance interval for the first test is 115.50¿118.50 cmh2o. Acceptance interval for the following tests is114.00¿120.00 cmh2o. The test fails if an opening pressure within 114.00¿120.00 cmh2o is not reached after five attempts. Based on previous investigations, the root cause to the event is that the safety valve membrane was not correctly mounted in the inspiratory section or the safety valve membrane needed to be cleaned and correctly seated.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator was not cycling correctly when the user's safety valve was opened. There was no patient harm. Manufacturer's ref #: (B)(4).